Event description:
It was reported to medtronic minimed that the customer experienced a blank screen, continuous vibration, and a blinking red light on the pump following a fall, with the pump possibly damaged in the incident. The customer reported no adverse event. The event involved product unk_ngp. Troubleshooting was performed, and the customer was instructed to disconnect at the quick-release, inspect the battery cap and compartment for damage or corrosion, clean the battery cap contacts, hold the back button for 60 seconds, and insert a new battery; however, the display did not return after these steps. No harm requiring medical intervention was reported. No product return is required for unk_ngp.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.